Event description:
It was reported that the dose rate in high level mode on the 9800 sys exceeded the 20 r/min. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The dose rate measured within spec during the svc call. The sys was tested and found to be working as intended and put back into svc.